Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using an alternate usb charging cable. Tandem technical support (cts) instructed the customer to plug the pump into a power source for at least 30 minutes. The customer declined cts's offer to troubleshoot. The customer did not provide further information regarding the event. Blood glucose was 500 mg/dl.